Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) year old male underwent an unknown procedure during which a cxi support catheter was used. The distal tip of the device broke off inside of the patient. A stent was placed over the piece that broke off and sutured in place in order to prevent migration. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
The cook representative confirmed on 01/18/2019 that no additional information about this case will be provided by the physician. Additionally, an hhs/FDA sus report, reference mw5083172, was received on 02/07/2019 containing no new information. The user facility reported "distal tip of catheter broke off, stent was placed to secure tip. No harm to the patient". This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used cxi-2.6-18-65-p-ns-ang cxi support catheter was returned for investigation. There was no damage under the strain relief. The tip was not noted to be damaged and was found in round. A kink was noted on the shaft 11.6cm from the tip. A .018¿ wire guide successfully passed through the device without issue. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode. This nonconformance was for shaft damage. While the shaft damage was related to the reported failure, it should be noted that the affected unit was scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.